Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. End user alleges that sam300p unit will not power up. Unit has flashing green status indicator light but will not power on.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2012. The device was returned for failing to switch on. The fault was witnessed during the investigation. The fault was traced back to corrosion beneath the on/off dome within the membrane due to moisture ingress. This had resulted in the dome making poor electrical contact with the membrane tracks, and resulted in the reported fault. The fault could not be replicated with a new membrane fitted. The corrosion within the membrane and on the usb contact collars, along with dirt/dross on the upper-case, and the peeling serial number sticker would indicate the device had been stored in adverse conditions. The user manual recommends the device should be stored in a clean, dry environment and in accordance with the specification of standby temperature 0ºc to 50ºc and relative humidity 5% to 95% non-condensing. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with sam 350p.

Event description:
There was no patient involved. Enduser alleges that sam300p unit will not power up. Unit has flashing green status indicator light but will not power on.